Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and they changed the site but the insulin pump kept saying that it has a no delivery and recently the act button was sticking. The customer's blood glucose level was in the 100 mg/dl. The customer stated that the drive support cap appeared normal or slightly indented. They were able to successfully clear the alarm and was able to complete the insulin pump rewind. The customer reported a little nit of red brown color on the bottom of the insulin pump. The customer was getting no deliveries since last week. The alarm did not occur during manual prime. The event was resolved by changing complete set. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device passed self test. No motor error alarm noted. Motor passed motor test.